Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that stimulator worked for the first couple of months but then stopped working. Patient stated she was being zapped/ shocked so she keeps the stimulator off. Patient stated she keeps the stimulator charged but off because she is afraid to use it. Patient stated she met with rep who tried to help and confirmed the stimulator was off. Patient stated she is taking more medication than she wants to take because the stimulator is not working. Patient stated the health care professional (hcp) wants to try a new/ different device. Patient stated she was calling to have the issue documented by manufactures in case her insurance calls. Patient redirected to health care professional (hcp). Additional information was received from the manufacturing representative (rep).it was reported that rep only recall of this event is that they were trying to set the patient's adaptive stim, but her ability to roll from back to either side was so disjointed and slow that the stimulation changed prior to completely leave supine position. Rep only recalls disabling the sensor, not necessarily the device and notes did not reflect that, but is possible she decided to shut off. No patient symptoms or complications were reported in this event.